Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3888-33, lot# va0cnv5, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-33, lot# va07eyb, implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3888-33, lot# va0cnv5, implanted: (B)(6) 2013, product type: lead. Product ID: 3888-33, lot# va07eyb, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
(B)(4): it was reported the patient couldn¿t seem to get the device programmed right. There was reportedly a ¿loop¿ on one of the ¿wires¿ and it felt like a ¿vice grip¿ on the patient¿s spine on the right side. This reportedly started 3 months ago. The patient reported the left side was fine and she didn¿t feel anything on her left side. Additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.